Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the endoscopic image became blurred at the beginning of the unspecified procedure. The user replaced the subject device with a similar device and completed the procedure. There were no reports of patient injuries related to this incident.

Manufacturer narrative:
Olympus medical systems corp. (Omsc) investigated the subject device. However, omsc could not reproduce the reported phenomenon. The device history record indicates that the subject device has been shipped in conformity to the specifications. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.